Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 267 mg/dl at the time of the event. Customer believes that the pump was not giving enough insulin. The customer was treated with the insulin pump and manual injection and the customer does not experienced symptoms related to high blood glucose. Troubleshooting was performed. Customer also reported he experienced a blood glucose value of 433 mg/dl on the day of high blood glucose event reported. The customer had used the insulin pump system within 48 hours of the reported high blood glucose event. No further patient complications were reported. The insulin pump has been returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.0864 inches. And the displacement test. Installed a water filled test reservoir, and primed pump. Set a basal rate for 1 u/hr and monitored the pump for a day. Several boluses were programmed and delivered. All basal profiles and programmed bolus delivered their indicated amount and were verified in the summary history screen. The units left at pump display matched properly the units left at the test reservoir. No delivery anomaly, bolus anomaly, basal anomaly, or reservoir compartment anomaly noted during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.